Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. Lead repositioning was attempted and the lead was ultimately explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead had an out of specification analysis result for extension/retraction due to body tissue/fibrotic growth. The analyst noted that this is not a lead a failure. If information is provided in the future, a supplemental report will be issued.